Manufacturer narrative:
Conclusion: needled segments and undispensed double-armed sutures were returned for evaluation. They were microscopically examined. The undispensed sutures were intact and undamaged. The returned needled segments all had cut ends and several sites of instrumentation damage. No breakages were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral septal defect procedure on (B)(6) 2013 and suture was used. During tying, the suture broke three times at the knotted area when the surgeon tried to stop the bleeding from the cannula. Another like device was used to complete the procedure with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.